Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va01hrkv01, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. For the past month, the patient had been having symptom return. The patient had had "several falls" in the past month. The patient had not notified her doctor about the falls. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reports the patient had no stimulation sensation and a loss of therapeutic effect. Stimulation was on program 2 at 1.0 volt. The patient increase to 1.4, stimulation feels good but strong, decrease to 1.3.

Manufacturer narrative:
(B)(4).